Event description:
Patient was on a hamilton model c-2 ventilator. The ventilator displayed a 'ventilator malfunction' message and ceased providing ventilation to the patient. The patient was immediately manually ventilated until such time as a replacement ventilator could be set up. No harm occurred to the patient. Per the manufacturer, it is believed that the alarm message is triggered when the c2's pressure monitoring and pressure delivery sensors detect a mismatch in signals and direct the ventilator to enter ambient mode. In this case there is no failure of the sensors, but a false positive activation of the alarm message caused by oscillations in the patient circuit. These oscillations occur at 100 hz which corresponds with the sampling rate of the c-2 sensors. The manufacturer reports that they cannot remove the pressure monitoring process as it is part of their safety measuring process. They also report that changing the sampling rate will not necessarily fix the problem because oscillations occur at other frequencies resulting in the same type of failure.